Event description:
Olympus was informed that the electrosurgical unit displayed an error 02 message and initiated an audible tone a few minutes into a transurethral resection of prostate. The device reportedly powered down and could not be restarted. The procedure was completed using a monopolar electrocautery unit. There was no patient injury reported.

Manufacturer narrative:
Additional manufacturer narrative: the device referenced in this report was returned to olympus for evaluation. The device was confirmed not to power on as expected. The cause of this phenomenon was isolated to a damaged converter unit. The device was serviced and returned. The investigation into this report identified that the physician had been operating the device continuously for a period of approximately five minutes prior to experiencing the reported phenomenon. The ues-40 instructions for use states "caution: the maximum output time should be 10 seconds and there should be an interval of 30 seconds between output." Olympus has conducted an investigation of this complaint and similar complaints. The investigation confirmed that if the user applies continuous energy output beyond the maximum output times specified in the labeling, the ues-40 will overheat and fail to operate. Our complaint investigations have revealed that some users are exceeding the maximum output time beyond the timeframes specified in the ues-40 labeling when using the wa22557c electrode in urological applications. In order to prevent overheating and associated events, users must not exceed the maximum energy output specified in the ues-40 instruction manual. Olympus has published a letter to all ues-40 customers reminding them not to exceed the maximum energy output specified in the ues-40 instruction manual. As an additional safeguard, olympus has developed a software upgrade which adds an additional audible alarm to remind the user they are exceeding labeled, specified energy output times. This software upgrade is being offered to customers identified as users of the wa22557c electrode, as this phenomenon has been associated to date with only wa22557c electrode users. Attached please find a copy of the customer letters as well as the list of consignees. Olympus is notifying 287 consignees. The ues-40, cleared in k030194, is an electrosurgical unit intended for use in general (open) and endoscopic surgery including urology, gynecology, respiratory and gastroenterology in conjunction with olympus electrosurgical accessories, such as electrodes.